Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 562 mg/dl. The customer stated that insulin pump received multiple insulin pump error alarms while customer was trying to do bolus. It was unknown whether customer was using auto mode feature on insulin pump at the time of incident. The customer was able to clear the alarm and was able to complete insulin pump rewind. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.